Event description:
According to the reporter: the client reported that when they removed the device, it lost its tip on top of the anastomosis. Consequences: extended time of general anesthesia and anal trauma to retrieve the part.

Manufacturer narrative:
(B)(4).